Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported beeping anomaly with the insulin pump. The blood glucose reading is 59 mg/dl. Nothing further reported. Advised customer to monitor the insulin pump and call back if issues reoccurs. Nothing further reported.